Manufacturer narrative:
Additional information was received on june 2, 2016 indicating that 7 f medtronic mullins sheath was used during this procedure. Warning section in IFU for lasso nav 2515 nav eco variable catheter indicates that ¿the lasso® 2515 nav eco variable catheter is recommended for use with an 8 f guiding sheath. Note: do not use the lasso® 2515 nav eco variable catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. ¿

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17424872l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: thermocool smarttouch unidirectional catheter, and carto 3 system. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a lasso nav variable eco catheter and suffered a medical device entrapment. After isolating the right side of the left atrium, and while moving the lasso to the left side of the left atrium, the lasso traveled through the mitral valve and became entrapped. Upon attempting to remove the catheter, the physician encountered resistance. After three (3) hours of maneuvering (clockwise, counterclockwise, and with a smarttouch catheter), the lasso was freed. Upon removal, it was noticed that an electrode was missing from the lasso loop. X-ray revealed that the electrode was located in the left ventricle. After diagnosing the location and size of the detached electrode, the physician decided to leave the electrode in the patient's left ventricle and transfer the patient to the intensive care unit for observation. In the physician's opinion, this was a result of a lasso catheter entrapment in the mitral valve. Physician's opinion regarding the cause of the electrode separation was a result of the construction of the medtronic mullins sheath. Physician indicated that the shape of the sheath made the maneuvering of the lasso catheter difficult. It was believed that the lasso catheter may have been severed by the edge of the mullins sheath. IFU for lasso nav 2515 nav eco variable catheter indicates the contraindication for usage the lasso 2515 nav eco variable catheter in the left ventricle or valvular apparatus. The lasso 2515 nav eco variable catheter is not recommended for use in the ventricles. In left ventricle: the retrograde approach is contraindicated because of risk of entrapping